Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The wire guide coating sheared off during device exchange and made it impossible to pass a stent over it. This resulted in the stent becoming jammed in the endoscope and 25 minutes additional procedural time for the patient. No section of the device detached inside the patient. Another wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did require additional procedures due to this occurrence. Replacement of devices. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Near the 15 cm mark on the distal end of the wire guide, the coating accordions. The area of damage is approximately 5 mm and no portion of the core wire is exposed. No portion of the device is found to be detached or missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The subassembly device history records for the potential wire guide lot numbers were reviewed. A discrepancy or anomaly was not observed with the subassemblies that were released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating detachment. If the endoscope or accessory device used with this device contains a sharp area or burr, this could contribute to wire guide coating damage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome and lead to wire guide advancement difficulty. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.